Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed insignificant anomalies, functioning okay.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va14ljn, implanted: (B)(6) 2016, product type: lead. Device analysis anticipated but not yet begun.

Event description:
The healthcare provider reported post-implant pain that "emanated into the buttocks, legs, and feet." The patient also had pain going down both legs and mainly on the left leg on the side of the battery. It was reported the patient reportedly had fallen several times. Turning stimulation off did not help the severe pain. The system was removed and sent back for analysis as it negatively impacted the patient's quality of life.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.